Event description:
It was reported that the patient was hospitalized for a driveline exit site infection. The ventricular assist device (vad) coordinator replaced the outer layer of old rescue tape ((cs-166102)) with new rescue tape. Additionally, on (B)(6) 2022 the patient experienced multiple pump stops alarms while on battery power. The patient connected to their power module and the pump stop event continued. They then switched to a second pair of batteries and a non-grounded cable was provided to him. It was found that 1 of the batteries in the first pair that the pump stop event happened was not calibrated when it was put in the battery charger for charging and the second battery that was calibrated the previous day had a red light indication and a b0013 message on the charger screen. Log files were downloaded and the patient had x-rays done for the driveline investigation. The patient was recommended not to use the pair of batteries that was associated with the pump stop events. It was additionally reported that on (B)(6) 2022 the patient had an external driveline repair for suspected phase-to-phase short.

Manufacturer narrative:
Associated MFR for the previously taped driveline: MFR 2916596-2022-11174. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the reported alarms and pump stop events. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. Additionally, the evaluation of the returned portion of the driveline confirmed evidence of fluid ingress and damage to the silicone jacket; however, a specific root cause for these findings could not be conclusively determined. A specific cause for the patient¿s infection could also not be conclusively determined. A distal-end driveline replacement was performed on (B)(6) 2022 and approximately 17¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Layers of tape were observed approximately 1.5¿ through 14¿ from the metal connector. Upon removal of the tape, damage to the silicone jacket was observed along the length of the driveline. A pasty, green substance was also observed over the metal braided shield and driveline wires at the base of the metal connector through approximately 2.5¿ from the metal connector. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Information later received stated that during the repair procedure, two breaches in the insulation of the green and brown wires were observed directly above the spliced and crimped area. These breaches were suspected to be the cause of the phase-to-phase short and were wrapped in kapton tape to prevent further issues. Following the repair, the patient had further speed drops without alarms, which were associated with elevations in pump power while connected to the power module. When switched to battery power, the events stopped, and values returned to normal. The patient also continued to experience pump stops while connected to wall power. It was suspected that the patient still had an internal short-to-shield issue. The patient was issued a non-grounded patient cable and was instructed to remain on battery power. The patient remained hospitalized for the driveline infection and was treated with intravenous antibiotic therapy. A surgical driveline exit site allocation and vac system were also being considered. Improvements were seen in the size of the infection and amount of liquid on the dressing changes; however, the event was reportedly ongoing. During the investigation there were incidental findings of fluid ingress and damage to the silicone jacket. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01mar2011. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU lists infection (local, driveline, pump pocket) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Additionally, the IFU states that although the external components of the heartmate ii lvas are moisture resistant, they are not waterproof. Section 6 of the IFU and sections 2 and 4 of the patient handbook further state never to submerge the driveline or other system components in water or liquid. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022, following the driveline repair, the patient cable was hot and the patient experienced speed drops below the low limit and elevated powers as high as 18w. These events occurred while the patient was connected to the patient cable and battery power. Technical services recommended that the patient be put on a non-grounded cable. Inspection of the driveline showed several areas of rescue tape. The patient noted to have alarms when reaching arms over their head. The x-rays showed external areas of twisting and shielding breakdown and an internal area by the pump of potential shielding breakdown. Due to the driveline infection, the driveline was cut approximately 4-4.5" from the exit site. The silastic outer coating seemed mildly dry and rotted. The copper shielding appeared to be intact. The bionate and shielding layers were removed. There was unusual material on the colored wires that may have been associated with infection. The green, brown, and orange wires were spliced. The patient was switched to new driveline without issue. Then the remaining wires were spliced. After using heat gun on shrink wraps for crimps, there was two areas of exposed wiring on green and brown wires above repaired areas (suspect that heat gun opened these areas further to become visible). These could have been the cause of the phase to phase short and were wrapped in kapton tape to prevent further issue as the crimping had already been completed. A few hours after the repair, the patient experienced speed drops below low speed limit, increases in power up to 18 w, and a replace system controller message. Further troubleshooting led to the replacement of the patient cable and system controller, which resolved the power issues. Patient continued to have pump stops on wall power, but not batteries. Hypothesis was that there is still at least a short to shield internally. The patient was switched to their backup system controller and no further alarms have been noted. As of (B)(6) 2022, the patient was still hospitalized and in intravenous (IV) vancomycin therapy for the driveline exit site infection. There was liquid seen upon the driveline exit site on the changed dressings. There were areas on the skin that also produced liquid on the dressing along the driveline under the skin. The cultures were positive for staphylococcus hominis. The size of the infection and liquid observation on dressings changes were reduced compared to the first days of hospitalization. There was a plan of surgical driveline exit site allocation and vac system was under consideration. Related manufacturer report number: 2916596-2022-11459. Related manufacturer report number: 2916596-2022-11458.